Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿incomplete or inadequate labeling¿. A potential root cause for this failure could be "missing, incorrect, or illegible non-critical label or package items". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:"visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the iodine swabsticks and latex gloves were missing from the tray.